Event description:
It was reported that the patient presented via merlin.net transmission. Upon review of transmission, the cardiac monitor exhibited false pause episodes and undersensing. The patient was asymptomatic. Programming changes were performed.